Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Manufacturer narrative:
Date of event: should have been (B)(6) 2011 rather than (B)(6) 2011. Explanted device should have been (B)(6) 2011 rather than (B)(6) 2011.

Event description:
It was reported that the patient developed an infection. The lead was explanted and replaced.